Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses featuring c3® deployment system. The trunk-ipsilateral leg endoprosthesis was implanted successfully. Fluoroscopic imaging and CT imaging showed that the ipsilateral leg of the trunk ipsilateral leg endoprosthesis (approximately 6 ¿ 7 cm from the proximal end of the trunk ipsilateral leg endoprosthesis) was slightly compressed. Touch up ballooning was performed, but CT imaging was not taken after touch up ballooning. The physician decided to perform no additional treatment for the compression because the peripheral artery pulse was sufficient. It was suggested that the stent graft was compressed due to tortuous anatomy.

Manufacturer narrative:
Additional manufacturer narrative/corrected data: the delivery catheter was returned to gore for evaluation. The device evaluation showed the following: the packaging mandrel had been removed from the device. The packaging sheath was removed from the device. The packaging materials were not returned for evaluation. The device was loaded onto a guidewire and the device could not be loaded past the trailing olive of the device. The device was deployed to inspect the guidewire lumen. There was a kink in the device at the trailing olive. The findings from the evaluation are consistent with the physician¿s observations. The gore® excluder® aaa endoprosthesis instructions for use (IFU) clearly states: do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. The cause for difficulty advancing the catheter over a guidewire was a kink in the catheter. The cause for the kink in the catheter could not be determined with the currently available information.

Manufacturer narrative:
Additional manufacturer narrative/corrected data- adverse event and/or product problem. Type of reportable event.